Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: device return. The driving cap/threaded (p/n 03.010.523 lot l008303) was returned and received at us cq. A visual inspection was performed. The threaded tip of the shaft was observed to be completely broken off and embedded in the insertion handle (p/n 03.010.486 lot 8474738). No other issues were identified with the returned components of the device. The insertion handle (p/n 03.010.486 lot 8474738) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The received device was manufactured at the bettlach site and released to warehouse (B)(6)2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. The complaint is confirmed for the received driving cap/threaded (p/n 03.010.523 lot l008303) as the threaded tip of the shaft was observed to be completely broken off and embedded in the insertion handle (p/n 03.010.486 lot 8474738). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.010.523, lot: l008303, manufacturing site: bettlach, release to warehouse date: (B)(6)2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: other relevant history. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap broke inside the insertion handle. No fragments were generated from the broken device. Procedure was completed successfully with a surgical delay of one to two (1-2) minutes. Patient status is good. Concomitant devices: radiolucent insertion handle (part: 03.010.486, lot: 8474738, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).